Manufacturer narrative:
PMA/510(k) # k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony, however, it may be noted that user error was indicated as the lockwire was not released. Prior to distribution all evo-20-25-12.5-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, which accompanies the device, states the following: ¿when stent point-of-no-return has been passed, pull safety wire out of delivery near wire guide port.¿ a review of the manufacturing records for this evolution device of lot c1265223 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence of 'deployment issue that results in the exposed stent removed from the patient with the delivery system' stent failed to deploy although the safety wire was intact and so user error is suspected. "As per complaint form": after placement of the stent in position the device was removed with the introducer. The safety wire was intact however, which may indicate user error.

Manufacturer narrative:
PMA/510(k) # k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the stent was fully deployed on return but still attached to the delivery handle as the lockwire had not been removed which would indicate user error. The lockwire was pulled during the lab to show that the stent detached from the delivery system. IFU was not followed. The customer complaint was deemed to be due to user error as the lockwire was not released as per IFU. Product manager has been notified of this complaint to contact rep to provide customer with training. Prior to distribution all evo-20-25-12.5-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, which accompanies the device, states the following: ¿when stent point-of-no-return has been passed, pull safety wire out of delivery near wire guide port.¿ a review of the manufacturing records for this evolution device of lot c1265223 revealed no discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is required to be submitted as the device was returned and evaluated. Stent failed to deploy although the safety wire was intact and so user error is suspected. "As per complaint form": after placement of the stent in position the device was removed with the introducer. The safety wire was intact however, which may indicate user error.